Event description:
It was observed that during the device evaluation that there was foreign object in the suction channel of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that due to clogging of suction tube in universal cord, foreign objects came out of suction port. This condition is caused by insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e1, h8 additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material found in the device led to the malfunction. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual,"gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual," gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Olympus will continue to monitor field performance for this device.